Event description:
In 2007, a female with a history of renal failure and diabetes was implanted with a gore propaten vascular graft in an a-v access procedure. In 2008, the pt presented with a ruptured aneurysm of an unk location. A gore-tex stretch vascular graft and a viabahn endoprosthesis was used to repair the aneurysm. At about one month later, the pt presented with thrombosis, and a pta procedure was performed. There was no allegation of product deficiency made by the physician.